Event description:
The customer stated that his blood glucose readings had been higher than usual. His initial complaint did not meet the criteria to be reported, but his test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 85 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.